Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a chronic driveline infection that led to a c.difficile infection of the gut. The patient was found to be positive for c. Diff on (B)(6) 2018. The patient was started on oral vancomycin on (B)(6) 2018. The site detailed the patient would remain on vancomycin for c. Diff until the end of the study. No further information was reported.